Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The device history record review reported the following: manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The performed investigation has confirmed that a pin is bent at the distal end of the guide. There was no indication of a material or manufacturing fault. The exact reason for this problem can no longer be determined afterwards without further information. We can therefore only assume that the event is due to mishandling. No product fault could be detected.

Event description:
Device report from synthes (B)(6) reports an event in (B)(4) as follows: the pin of a cap guide was bent at the distal end on an unknown date. No further information is available for this event. This is 1 of 1 report for this event.